Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable / code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, there was an open red (can h) wire inside the trunk cable. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor contacted zoll to report that there was a damaged cable on the patient's electrode belt and the device was producing service code 204.